Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage on the electronic assembly. The pump had a cracked case window display corner and missing the end cap sticker. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that the pump alarmed button error after she jumped into the pool with the pump on. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.